Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was rapidly depleting which resulted in the pump shutting off. Customer's blood glucose was in the 300 mg/dl range. Customer declined to provide further information and declined tandem technical support's (cts) offer to perform a pump system check. Customer also declined cts's offer to follow up.